Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "one day of retention, this pathway involves continuous infusion of norepinephrine. However, due to the rupture and leakage of fluid, the patient's blood pressure drops sharply, endangering the life safety."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and one (1) video were provided for evalaution. Leak testing was performed on the sample and leakage was detected at the caresite body thread. Upon closer evalaution, a vertical crack was identified on the caresite thread. Thereafter, video review showed leakage at the connection between the caresite thread and the extension set. Based on the investigation findings, the reported defect was confirmed. Although the reported defect was confirmed, the exact root cause was unable to be determined at this time. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.